Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s father reported customer¿s adc freestyle libre sensor detached. Caller further reported that on (B)(6) 2017 the customer was on a train when he experienced shaking, a headache, and weakness. Upon arriving home, a customer¿s family member assisted him in treating his hypoglycemia by giving him oral sugar. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. No product was returned for this complaint. A DHR (device history review) for the freestyle libre sensor kit was reviewed, and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s father reported customer¿s adc freestyle libre sensor detached. Caller further reported that on (B)(6) 2017 the customer was on a train when he experienced shaking, a headache, and weakness. Upon arriving home, a customer¿s family member assisted him in treating his hypoglycemia by giving him oral sugar. No further treatment was reported. There was no report of death or permanent injury associated with this event.